Manufacturer narrative:
Block e1: initial reporter facility name block e1: intersection of (B)(6). Block h6: imdrf code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during rigid ureteroscopic lithotripsy procedure, a percuflex ureteral stent was to be used, during preparation, it was found that the stent shaft was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf code a0401 captures the reportable event of stent shaft break. Block h11: investigation results the returned percuflex ureteral stent was analyzed. During the inspection, it was found that the stent shaft was detached and the suture hole was torn, which confirmed the reported event. Based on the most relevant information, the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached, separated or torn during the preparation affecting the performance of the device. The device history record review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of stent shaft break and suture hole torn were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on a thorough review of the reported complaint, a conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that, during rigid ureteroscopic lithotripsy procedure, a percuflex ureteral stent was to be used, during preparation, it was found that the stent shaft was broken. The procedure was completed with another of the same device. No patient complications were reported.